Event description:
It was reported that during the implant procedure the atrial lead could not sense the atrial activity. Helix did not extend upon multiple repositioning attempts. The lead was removed and new lead was implanted. The patient remained stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.